Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound closure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/9/2022. Additional information was requested, but unavailable: was the re-suturing with a new suture performed during the initial index procedure? Did this event occur entirely intra-op? Were there any adverse patient consequences? Did the suture break intra-op? All answers above are unobtainable. Once there is any update, we will update the information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.